Event description:
The iab was inserted into the pt at 1:04 a.m. And removed four days later at 9:30 a.m. No second iab was inserted. The iab did not malfunction. The patient had been bleeding - severely and a transfusion was required. Also, the patient had thrombocytopenia, respiratory failure and renal failure related to iab therapy. No iab was returned. Event complications: bleeding-transfusion-thrombocytopenia-resp/renal failure. Pt's current status: expired-rpt'd 6/03.